Manufacturer narrative:
UDI : (B)(4). The valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A post-market clinical program reported a lump on the patient¿s head after valve implantation. The patient received a hakim programmable valve with siphon guard for a ventriculoperitoneal shunt on (B)(6) 2018. On (B)(6) 2018, the patient went to the hospital and said there was a lump on the head for nearly one month. On (B)(6) 2018, the patient received the revision procedure to retrieve the device and was changed with a new catheter.